Event description:
It was reported that insulin pump alarmed during prime/rewind process. The blood glucose reading is 260 mg/dl. Customer has treated with manual injection. Customer unable to clear the alarm. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm. Missing end cap sticker.